Event description:
Surgeon stated that a patient that on (B)(6) 2011, his patient fell and received a displaced distal femur fracture at the femur bone pin site. Upon review of the x-ray, it did not reveal any damage to the mako implants. A repair with femoral nail will be scheduled for the fracture.

Manufacturer narrative:
After speaking with the makoplasty specialist (mps), it was confirmed that the surgeon clearly understood the root cause behind this bone pin site fracture. The surgeon always places his bone pins mesially on the bone and inserts the bicortically. During this particular case, the bone pins were unintentionally place 'off-center' and created a weak point in the bone, causing a stress fracture. While the patient was first put on crutches to try and heal the fracture, the patient ended up falling and fractured the distal femur. The mps confirmed that the implants were unharmed during the fall and that the patient's fractured will be repaired with a femoral nail.